Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a message when interrogating the implantable pulse generator (ipg) indicating it was nearing recommended replacement time (rrt) and ventricular capture management was not able to run. The device was reset and remains in use. No patient complications have been reported as a result of this event.